Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the device broke in half while being inserted during a spinal surgery procedure. A spare device was available and was used to complete the surgery. There was no reported adverse outcome for the pt. Integra has requested additional clinical info.